Event description:
Healthcare professional reported "capsular contracture baker grade IV". Later healthcare professional reported "the right silicone implant was found to be ruptured on the day of surgery". Patient underwent capsulectomy. This record is for the right side. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - rupture: observed broken device through microscopic inspection assessed as surgical damage and a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. - capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. - calcification: not observed through visual inspection. None of the other observations performed during the device analysis ( creases and wear abrasion ) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "capsular contracture baker grade IV". Later healthcare professional reported "the right silicone implant was found to be ruptured on the day of surgery". Later healthcare professional reported "shell tear during explant". Later healthcare professional reported "capsule highly calcified", "capsular contracture baker grade IV" and "ruptured during the middle of removal". Patient underwent capsulectomy. This record is for the right side. Device was explanted.